Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported elevated blood glucose and air bubbles. Assisted with changing basal rates. Patient's husband stated they will call back. On follow up call to patient on (B) (6) 2010 patient stated her blood glucose had come down but the air bubbles were still there. Patient reported her blood glucose readings were around 400 mg/dl. Patient's normal blood glucose range is 109-169 mg/dl. Patient reported she changes the infusion tubing when she changes her insulin cartridge. Advised it should not be used for more then 6 days. Advised patient infusion adapter can be used for 10 insulin cartridge changes. Patient stated there have been issues with air bubbles in the insulin cartridge. Patient reported that when she fills the insulin cartridge the air bubbles are about the size of an eraser. Patient stated she attempts to prime them out and then over time the air bubbles come back and are champagne size. Patient reported the air bubbles are at the top by the infusion adapter. Advised to gently tap the air bubbles all up to the top. Patient stated there is a large bubble at the top and little champagne bubbles clinging to the side; patient unable to tap all of the little bubbles up to the top. Had patient run a prime; air bubble worked its way out of the insulin cartridge. Had patient disconnect the infusion set and prime the air bubble out; air bubbles left the insulin cartridge. Educated on priming until the bubbles are removed. Educated on filling an insulin cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.